Event description:
The user facility reported that a 44-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced low pump flows. The device was placed in direct fashion; subsequently flows became erratic at times despite position confirmation under transesophageal echocardiogram (tee). The physician elected to remove the pump and the patient completed the aortic valve replacement (avr). No further information was provided. There was no reported harm to the patient.

Manufacturer narrative:
The investigation into the reported low pump flows was completed. The device was not returned for evaluation. Based on the available information and review of the data logs, the root cause of the low pump flow issue was undetermined. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.